Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. D4: batch # u5d540. H6: component code = others (g07). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "blade was stopped" (during firing, would not reverse? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the blade was stopped during firing. It is unknown how procedure was completed. Patient consequence was not reported.